Manufacturer narrative:
Follow-up # 1 date of submission 09/19/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that on (B)(6) 2014, multiple load steps were performed simultaneously during a rewind/load/prime sequence. During testing, the load step would intermittently stop at 206 units. The pump was exercised for 24 hours after completing a load step with no errors, alarms, or warnings occurring. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and the force sensor resistance reading was found to be out of the required specifications. Contamination was found on the force sensor plate and lead screw. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the pump was having trouble performing the load step. It was noted that there were no keypad issues, but the pump required multiple button presses to activate the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.